Manufacturer narrative:
Exemption number e2015058. The device history records for the returned sam 300p device were reviewed and this confirmed that all manufacturing and quality checks and tests had been successfully completed prior to the dispatch of the sam 300p from heartsine technologies, belfast on 6th march 2011. On receipt of the device the history and memory logs were downloaded. The history log for this device showed that the pad-pak was first installed on (B)(6) 2011 and that it had performed to specification up to (B)(6) 2014. On (B)(6) 2014, the device failed a self-test during a manual power cycle. Information from the technical log records that on this occasion the shock button was recorded as being stuck. The device was manually power cycled passing a self-test. The device successfully passed all subsequent weekly auto self-tests up to (B)(6) 2017. Between the 6th may 2011 and the 8th october 2017 the device records 101 manual power cycles, mainly of under one-minute duration. The majority of these power cycles occur during the working week. The device records seven manual power ons, between the 10th october 2017 and the last log entry prior to receipt at heartsine on (B)(6) 2017. The returned pad-pak was inserted into the device and successfully passed an auto self-test then passed a self-test during a manual power cycle. A "warning memory full" message was given at shutdown and the status led continued to flash green. The device was disassembled to investigate. After further investigation the reported fault could not be found or replicated. The pad-pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer).

Event description:
No patient involved. Device switches on automatically.